Event description:
It was reported that pump displayed malfunction alert in tandem source, which customer service identified as pump malfunction code 12 with associated fault ID. There was no adverse impact to the customer¿s blood glucose level. Customer service provided instructions to reset pump, assisted caller with reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction alert appeared again.